Event description:
A customer contacted beckman coulter (bec) call center reporting reaction vessel (rv) cleanout error on their unicel dxc 600i synchron access clinical system. Beckman coulter service engineer (fse) was dispatched to the customer site on the next day. When the fse arrived, the customer stated they had resolved the rv issue, but they had experienced troponin (accutni) fliers the night before. No specific event information or patient details were provided by the customer. The fse addressed multiple areas of the instrument. The leak was cleaned up and priming of the instrument did not reveal any further leaks. Hardware verifications were within specifications. The following morning ((B)(6) 2013) the customer contacted bec call center to report obtaining an erroneous accutni result on the dxc 600i analyzer. The customer discontinued use of the instrument at that time. This event is being covered in MDR#: 2122870-2013-00193.

Manufacturer narrative:
The cause of the erroneous accutni results was the cracked wash pump manifold.